Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per additional information received the patient¿s attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The indication for implantation of transvaginal mesh in this patient is enterocele ,rectocele .the postoperative complications that this patient developed following transvaginal placement of surgical mesh are in 2005: underwent enterocele repair, rectocele repair (pelvicol), ureterolysis and placement of synthetic midurethral sling (sparc) under general anesthesia. Complications post pelvicol placement are in 2005: incontinence is back the way it was - leaks with pretty much any activity and even when she is completely still - continue ditropan 2006-2007: continues to have significant urinary incontinence, daytime urge accidents ¿ cystoscopy in 2007: bladder filled with debris and sediment - to the left of midline there appears to be a necrotic appearing patch with are surgical packs just beneath the mucosa - coaptite injection at same time for stress incontinence. Mesh revision surgery: in 2007: underwent removal of bladder foreign body and coaptite transurethral injection for recurrent urinary tract infection and urinary incontinence under general anesthesia. Following mesh revision patient developed mixed urinary incontinence, chronic urinary tract infection, inflammatory bladder with foreign body, neurogenic bladder, nocturia and bladder spasms during the time period from 2007-2011 and underwent the following surgeries. Additional mesh revision surgery in 2009: underwent cystoscopy with foreign body removal for total incontinence, foreign material within bladder and chronic urinary tract infection under general anesthesia. First interventional surgery: in 2009: underwent first-stage interstim placement for urge incontinence under sedation. Second interventional surgery: in 2009: underwent second-stage interstim placement for urge incontinence, resistant to medication under sedation plus local anesthesia. Third interventional surgery: in 2010: underwent replacement of interstim lead for urge incontinence, prior interstim placement with dislodgement of lead after fall under general anesthesia.